Event description:
It was reported that during a trial procedure, the physician applied a tremendous pressure to the lead while pulling it out of the needle, as the space was tough to enter. As a result, a 4-contact segment to break off the distal end of the lead. It was noted that a segment was left in the patients body. It was said to be not painful nor it was in the epidural space. The fragment will be removed during implant procedure.